Manufacturer narrative:
No sample collection or centrifugation data was supplied to date. Prior to the event, qc was out of range - high. The customer attempted to calibrate accutni twice with both failing. The customer also ran a system check which also failed. A field service engineer (fse) was dispatched on (B)(4) 2011 and found that the aspirate probe peri-tubing was flattened. The fse replaced the peri-tubing and also retensioned the incubator belt due to excessive noise. The fse also performed a system check which passed all portions. The fse stated that the root cause was the flattened peri-tubing (hardware). The system is running within specifications upon completion of service.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously elevated results for troponin (accutni) within the risk stratification range for five (5) patients' samples that were generated by the access 2i (lxi) immunoassay system. The results were reported out of the laboratory and were questioned. As a result, the samples were repeated on an alternate instrument and recovered results within the normal reference range. The customer stated that there was no injury to patient requiring medical intervention or change to patient treatment attributed or connected with this event.